Manufacturer narrative:
Evaluation of the returned podj confirmed that embolization coil was unraveled. Evaluation also revealed that the sr wire was fractured. This damage likely occurred as a result of the snare process that was reported in the complaint. If the coil is being snared against resistance the sr wire may fracture. If the sr wire becomes fractured the coil will become unraveled. The root cause of the initial prolapse could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the pulmonary arteriovenous malformation (avm) using a pod packing coil (podj) and a non-penumbra catheter (progreat). During the procedure, the physician placed a podj in the target vessel using the microcatheter. After placing another podj in the vessel, the podj prolapsed into the main pulmonary artery. Therefore, the physician used a snare device in an attempt to remove the podj. While snaring the podj, the coil became fractured and had unraveled. It was reported that the physician pulled the remaining coil filament in several pieces and removed the podj. The procedure had ended at this point. There was no report of an adverse effect to the patient.